Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician could not communicate with their tablet. A company representative performed troubleshooting. Troubleshooting did not resolve the problem, leading the company representative to use a different serial cable. After the serial cable was replaced, the communication issue immediately resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.